Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect, and high impedances were reported. It was stated that impedances of >40,000 ohms were measured. It was stated the pt had fallen "a few months ago" and that may have caused the problem. Additional info has been requested, a follow-up report will be sent if additional info becomes available.